Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that while preparing for an ablation procedure, to treat atrial fibrillation, using an intellanav stablepoint open-irrigated catheter an inadequate amount of saline came out of the tip during flushing. They straightened the tubing and tried the flush again, however, the issue remained and no error messages appeared on the pump. They then exchanged the catheter and were able to complete the procedure without patient complications. The catheter is not expected to be returned as it was discarded by the facility.